Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a rash the size of a ten yen coin at the implantable pulse generator (ipg) pocket. An ipg pocket infection was also observed. Te ipg was explanted and replaced and the right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.